Event description:
It was reported that this right ventricular (rv) lead was explanted due to the slack being pulled back and a new rv lead of the same model was placed. This lead was returned. No additional adverse patient effects were reported.